Event description:
The doctor found that the femoral bolt and rod were broken at the tip. This fact was the reason for the revision as the femoral component was completely loose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.